Manufacturer narrative:
X-review DHR: x-inspect returned samples. Analysis and findings: distribution history; the complaint product was manufactured at csi on 09/25/2019 under work order (B)(4). Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the unit was received under RMA 320707 on 10/28/2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit wires to the thermocouple were not connected. Root cause: the history on this unit confirms it was built, tested and re-checked before it was shipped. The unit showed signs of being opened with a loose timer and missing screws including wires broken off the thermocouple. The description of the gauge not reading was not confirmed but it is possible if the tank is not properly set up for use. It is likely the unit was then opened up improperly by the customer. The root cause for this complaint condition is being attributed to end user error. Was the complaint confirmed? Yes. Correction and/or corrective action: the unit was replaced with a new unit to the customer. The retuned unit was evaluated and processed for scrap. Unit was moved to sp via transaction number 27205568 on 12/23/2021. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
The machine reads -1 and the gauge is in the yellow zone. 1216677-2021-00164 ll100 multi tip w-tc 900629 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
The machine reads -1 and the gauge is in the yellow zone. (B)(4).